Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of a lobectomy procedure, they attempted to use the handle but it blacked out and a demonstration device was set up instead. It was stated that there seemed to be no problem with the stapler but a noise was noted. There was no patient injury.